Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of the "orange station is frozen, will not turn" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition.a device history review was performed with no exceptions found that would cause or contribute to the reported condition.

Event description:
Baxter received a report from a facility involving an automix 3+3/as compounder. According to the facility, the "orange station is frozen, will not turn." The unit is being swapped. There was no patient involvement and therefore there was no patient injury or medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A service history review was performed revealing the reported condition is not related to any previous customer service request.